Manufacturer narrative:
A ge rep evaluated the system and ordered single board computer for replacement. No further repair info is available.

Event description:
The customer reported the system would not boot up. No pt injury was reported.